Event description:
It is reported that a customer had issues loading the carelink program. The customer's blood glucose was at 410 mg/dl. The customer stated that they will call back to trouble shoot if the issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.